Manufacturer narrative:
On october 24, 2023, mentor became aware that device discarded information was inadvertently not reported under previous initial submission. Corresponding fields under section h have been updated on this form. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4). Device discarded was inadvertently not reported under previous initial submission.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: right rupture, capsular contracture; baker grade IV, and hematoma mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 78-year-old caucasian female patient underwent primary breast augmentation procedure with unknown size unknown gel implants on both sides and experienced bilateral breast implant rupture; shown on MRI, and bilateral capsular contracture; baker grade IV postoperatively. It was also reported that patient also had a large right hematoma. This fluid was tapped and sent for cytology. As a result, the implants were explanted on (B)(6) 2022 along with bilateral capsulectomies. It was reported that the patient did not have them replaced. This medwatch report is for the patient¿s right-sided device.